Event description:
Hcp reported that the pt pump was removed in february 2000 for an infected seroma. The pt outcome is okay. The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.